Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented after an initial implant procedure. Upon interrogation, the right ventricular lead exhibited increased capture thresholds and decreased pacing impedance. An x-ray was performed and revealed myocardial perforation by the right ventricular lead. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.